Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause. The manufacturer internal reference number is: 2018-17495.

Event description:
A company representative who was present during a cataract removal with intraocular lens (iol) implant procedure reported that immediately after the surgeon implanted the lens, the force of the natural push of the eye (expulsive cataract) caused an outflow of the iris from the "tunnel". When the surgeon tried to rearrange the iris inside the tunnel, it was observed through the microscope that the "loop" of the lens was broken. In order to avoid other complications, the surgeon left the lens free of one implanted "loop" and with difficulty sutured the eye with stitches. It was noted that the phacoemulsification of the crystalline lens was done with difficulty because the patient's eye was "pushing" very naturally.